Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed, the lv4 (low voltage 4) conductor was obstructed due to a stylet/guidewire stuck in the lumen and the stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, it was not possible to remove the guidewire from the left ventricular (lv) lead. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.